Manufacturer narrative:
A steris technician inspected the unit and noted the leak was from the 90 degree factory crimped fitting at the uv assembly inlet. The gasket was cut which broke the seal and resulted in a steady drip. The technician replaced the gasket and placed the fitting back on the assembly. The technician tested the system 1e liquid chemical sterilant processing system by running a diagnostic and processing cycle. The processor was deemed operational and returned to service.

Event description:
The user facility reported that a drip from the hose caused water to cover the floor where the system 1e was located. Facility personnel attempted to tighten the fitting resulting in cutting through the gasket. Facility personnel shut off the water supply. No injuries, procedural delays, property damage were reported.